Event description:
The customer contact reported device breakage; subsequently, blood loss was noted. After an unspecified x-ray was completed, the technician noted the monitoring kit broke in the area between the safeset reservoir and the proximal stopcock. It was reported that blood backed up in the tubing and was "dripping on the floor." The nurse closed the proximal stopcock. The monitoring kit was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd.